Manufacturer narrative:
Continued e.1 phone number: (B)(6). Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis were performed which identified: sharp broken on the posterior side assessed as a surgical impact opening, stress mark in the shell and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior side assessed as a surgical impact opening and missing shell assessed as inconclusive.

Event description:
Explanting physician reported ruptured implant on the left side. Rupture diagnosed by ultrasonography. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. "Device evaluation: visual analysis of the photographs identified: yellow particle material on the shell; opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Explanting physician reported ruptured implant on the left side. Rupture diagnosed by ultrasonography. The device has been explanted and replaced.